Event description:
Some of the medication was not injected into the patient's muscle [incorrect dose administered] , needle came off during the injection [needle issue]. Case narrative: this initial spontaneous report concerns adverse events incorrect dose administered and needle issue in a patient (gender, age, race not reported) from the united states. The patient's age at the time of experience was not reported. On 17-feb-2025, amneal pharmaceuticals received information from non-healthcare professional via voice mail concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe intramuscular use 150 mg (dose, frequency and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, history of allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use/alcohol use were not reported. It was reported that medroxyprogesterone acetate injection of 150 milligrams was administered this morning because these were coming without a lure lock syringe. The needle came off during the injection and some of the medication was not injected into the patient's muscle. Last action taken with medroxyprogesterone acetate to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered and needle issue was unknown. The reporter¿s causality for the events of incorrect dose administered and needle issue was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 09-may-2025. New information received includes qa investigation report, attached with this case. No batch or expiration date has been provided. Therefore, batch record review and retention and reference samples inspection cannot be performed. As no pictures or complaint sample were received, complaint sample evaluation cannot be performed either. Considering all of the above, a general review will be performed. During the investigation it is confirmed that: 1) materials release was reviewed with no reported issues. 2) qc release testing including break/loose and average gliding force test performed on every batch released with no reported issues- 3) available stability data reviewed and found compliant" 4) april reviewed with no issues. 5) it could not be confirmed if the syringe that comes in the pack was used for administration. 6) no information related to the type of needle used was received. After finishing the investigation, no root cause related to farmalan processes could be identified. Note that, as no pictures or complaint sample were received, issue could not be confirmed. Note that it cannot be discarded that a different needle than the one supplied with the product was used, and, hence, manipulation cannot be discarded. Also note the absence of lure-lock is not a quality issue. Last action taken with medroxyprogesterone acetate to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered and needle issue was unknown. The reporter¿s causality for the events of incorrect dose administered and needle issue was not reported. This case was considered serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Some of the medication was not injected into the patient's muscle [incorrect dose administered] needle came off during the injection [needle issue]. Case narrative: this initial spontaneous report concerns adverse events incorrect dose administered and needle issue in a patient (gender, age, race not reported) from the united states. The patient's age at the time of experience was not reported. On 17-feb-2025, amneal pharmaceuticals received information from non-healthcare professional via voice mail concerning above mentioned event experienced by the patient while on amneal's medroxyprogesterone acetate. The patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe intramuscular use 150 mg (dose, frequency and therapy dates were not reported) for an unknown indication. Co-suspect medication, concurrent condition, concomitant medications, history of allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use/alcohol use were not reported. It was reported that medroxyprogesterone acetate injection of 150 milligrams was administered this morning because these were coming without a lure lock syringe. The needle came off during the injection and some of the medication was not injected into the patient's muscle. Last action taken with medroxyprogesterone acetate to incorrect dose administered and needle issue was not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered and needle issue was unknown. The reporter¿s causality for the events of incorrect dose administered and needle issue was not reported. This case was considered serious. The reportability of this case was expedited.